Event description:
It was reported that prior to a procedure, the system would not fully boot. Monitor powered on but there was no feed to the monitor. The system was powered down, unplugged it and powered it on but still did not receive any feed to the monitor. Called technical support and unplugged all wires connected to the monitor and rebooted the system and there was still a blank screen with power. The system was rebooted several times checking all connections but could not get it to boot properly. The navio case was aborted and the procedure was converted to manual instrumentation. The investigation found that the behaviour is likely to be related to a hardware fault.

Manufacturer narrative:
The device was intended to be used in treatment and it was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A the surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The computer was connected to a system and did not boot up. A couple days later, it was connected again and booted up without issue. The log files were pulled and reviewed, however they did not indicate any issues. The bios could not be accessed, so it was reset by removing the cmos battery. This also reset the volatile memory. Then, the system was booted up without issue and the bios could be accessed. Then, the system was rebooted again, and the bios could not be accessed. This behavior is likely indicative of a hardware fault or could be an issue with the bio version. We cannot confirm this as this is a supplied part. The root cause was undetermined after investigation. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during initialization and resulted in the case being subsequently aborted/converted to a manual procedure, as troubleshooting steps were unsuccessful. Per the field report, however, the device was not being used with a patient during the event/no patient involvement. Therefore, no further medical assessment is warranted at this time.